Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site. Hyperglycemia treated with manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The data downloaded from the device contained a 0x68 alarm, indicating an occlusion occurred during runtime. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the entire fluid path. No damages or defects were observed on the drive mechanism that would contribute to the 0x68 alarm. The root cause of the occlusion alarm could not be determined.